Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted during testing. Moisture damage was noted on electronic assembly.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the buttons might have pressed by a period of time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.